Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue in the device's electronic data but was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The cause of the reported issue could not be determined. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer.

Event description:
A customer contacted stryker to report that their device unexpectedly lost power during patient care. In this state the device may not be able to deliver defibrillation therapy, if needed. This issue is patient related; however there was no adverse event reported.